Event description:
It was reported that the unit had power cord replaced and the unit failed for high current leakage. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: a path to ground was found through the heater.